Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or procedure used has been provided to determine a root cause for this failure. It cannot be confirmed that mitek devices were cause of the inflammation as there were two other devices. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch: 1221934-2016-10547. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The surgeon performed the arthroscopic rotator cuff repair in (B)(6) 2016. In the surgery he applied following devices: the reported healix advance br (two pieces) to the inside of the bone head, and two substitutes (supplied by an unknown manufacturer) to the outside of the bone head. Three months after the surgery, the patient claimed pain. Then, the surgeon found edema. But the cuff was not ruptured at that time. Later he had re-checkup and found the possible cuff rupture. Finally he performed revision on (B)(6) 2016. In the revision he removed a) healix advance br (two pieces). On the other hand, he left b) the two substitutes in the body. He wonders if the devices might have caused the inflammatory reaction due to foreign body reaction in the joint.